Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet (date not reported). Revision surgery is planned to reposition the magnet; however, has yet to occur as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to magnet dislodgement. Analysis found tears in the magnet pocket. The device passed all electrical tests confirming correct device function this report is submitted on march 2, 2020.